Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that prior to the procedure at the user facility after the trigger was released the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed. A service technician evaluated the device and found that the forward trigger would catch and cause run-on. Upon disassembly, the safety flange on the trigger was damaged. The trigger assembly was replaced, preventative maintenance was performed, and the device was returned to the customer after passing final inspection.

Event description:
It was reported that prior to the procedure at the user facility after the trigger was released the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event